Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports confirming with the provider that no cause was determined for the lead positioning issue.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 10-may-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt states their doctor wants the device reprogrammed. Agent reviewed role of manufacturer representative (rep). The patient was redirected to their healthcare provider to further address the issue. Pt called back on the same day. Patient stated the hcp wants the stimulator programmed to cover their right leg/foot. Agent reviewed rep role, resources available to hcps for scheduling purposes, and agreed to email the field on the patient's behalf for visibility. Additional information was received from a manufacturer representative (rep). Rep reports seeing the patient on (B)(6) 2025 at 11 am and reprograming the patient. Rep reports the issue was resolved and this was confirmed with the patient's provider. Rep reports the patient will receive a lead revision. Rep reports that the patient will have lead revision surgery as they are unable to receive coverage with current position of lead. Rep reports this will take place on (B)(6) 2025 and the current plan is for the patient's current leads to be explanted.